Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading at time of call was 1000mg/dl. The customer declined to troubleshoot the insulin pump and stated that she feels her high glucose was due to her quick set. The customer treated with insulin pen and her blood glucose lower to 370mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.